Event description:
Pt had hernia repair with collamend mesh davol bard company in 10/06. Following surgery, pt developed fever, abdominal pain and subsequent infection. Was readmitted and had an ID and a wound vac was placed over the wound. Pt was readmitted for the 3rd time in january, 2007, still with fever and infection. Was put on IV antibiotics via PICC line. Pt received home health nursing care from approx 10/06 through 8/07 for wound care, IV treatment and follow up. Approx may 2007 pieces of the collamend mesh began to push through the abdominal wound with probably most of the mesh expelling itself over a 2-week period. Dates of use: 10/16/2006-08/10/2007. Diagnosis or reason for use: abdominal hernia repair. Event abated after use stopped or dose reduced? Yes.